Event description:
The tech found the account left a note on the bed stating that the right foot side rail would not stay latched. The bed was located in the ICU at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the right foot side rail will not latch due to the latch spring being broken normal wear and tear. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the right foot side rail latch spring to resolve the issue. Based on this info, no further action is required.